Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not showing in medapp nor hardware test application. The field service engineer (fse) powered down the device, and the drawer was released. The retractor band and hard stop with latch sensor were replaced to address mechanical issues. The drawer board was confirmed as previously replaced. The drawer was reseated, and functional tests were performed using hardware test application (hta). Subsequently, the row board cable was replaced due to visible damage, and another test was conducted to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not showing on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.